Event description:
The complaintant has reported that a pateint underwent a therapeutic placement of a plastic biliary stent for treatment. The flexima miliary stent could not be deployed. The stent was inserted along the guidewire. The inner sheath of the stent became adhered to the guidewire which prevented the release. Flushing of the inner sheath had no effect. The procedure was successfully completed with a different device. The patient did not sustain any complications or ill effects of the fitting/deployment issue. The patient condition is reported as good.